Manufacturer narrative:
The physical device has not been returned. Inspection of the insulet cloud system found no data from the user for (B)(6) 2026, data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found multiple boluses of 16 u delivered during this period, all of which were recorded as manually adjusted to 16 u from either 0 or an initial bolus calculation based on carb and/or blood glucose inputs. It could not be conclusively determined if the data being missing from (B)(6) 2026 was due to the user being off product or the controller not being connected to the cloud, as is indicated in the complaint. Without log files, it could not be determined if interaction with the controller occurred for any of the 16 u boluses recorded in the cloud or if additional 16 u boluses were delivered in (B)(6) 2026. The exact cause of the reported uncommanded bolus event could not be conclusively determined.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager delivered a 16-unit bolus of insulin at approximately 11:09 pm despite no bolus being administered by the device user. The patient additionally reported a drop in blood glucose, with readings of 5.7 mmol/l (103 mg/dl)from their dexcom sensor and 5.3 mmol/l (95 mg/dl) via a finger-prick test. No medical assistance was required due to the event. Dexcom were notified of the event 22-apr-2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.